Manufacturer narrative:
One device was received for evaluation. The reported issue was confirmed through visual inspection. The root cause of the issue was the downstream occlusion (dso) sensor. The dso sensor was replaced to correct the issue. The device then passed all functional tests after the repair.

Manufacturer narrative:
E1 - initial reporter phone: (B)(4). B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had double beep no cassette (dbnc) attached. Occurred during testing. No patient involvement was reported.